Event description:
It was reported that the customer experienced a "low" blood glucose level (bg), specific bg was not provided. Customer consumed carbohydrates to treat bg level. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was the customer "over-bolusing" via the pump. Customer continued to use the pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.